Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with backup vvi via merlin.net transmission. The patient was brought in clinic. A device download was performed and restored to normal function.